Manufacturer narrative:
A1: a2: a4: d6a: d6b: e1: e1: e3: the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the dilator was found to be bent when the package was opened. It was replaced with a product of the same model and the operation was completed.